Manufacturer narrative:
A review of the media from the index procedure was performed. No malfunctions were identified with the device which could potentially have contributed to the complaint incident.

Event description:
(B)(6) study. It was reported that left bundle branch block occurred. The subject was not on prior regimen of aspirin or any other antiplatelet medication at the time of index procedure. Prior to the index procedure, heparin or other anticoagulant was given and the subject received loading doses of 300 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with deployment of a 25 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial and complete re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the directions for use. On the same day, post index procedure, the subject developed left bundle branch block. No diagnostic test was performed, and no action was taken to treat the event. At the time of reporting, the event was considered resolving. Two (2) days later, the subject was discharged.